Manufacturer narrative:
(B)(4) date sent: 8/26/2021 additional information this is a video of the plee60a submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video starts with tissue manipulation, at one point the camera is removed from the patient and the or is observed, the camera is re-introduced, and tissue manipulation continues. At the 5:30 mark a device with a white reload is introduced and placed on the tissue, at the 7:55 mark the device is removed proper cut and staple formation are observed, at the 8:43 mark a device with a black reload is introduced and placed at the end of the previous cut line, the device is fired at the start of the video (b) at the 00:03 mark, at the 1:25 mark the device is opened and removed a grasper is moved back and forward over the staple line and what appears to be a malformed staple is returned. At this point all the firings have been with the use of buttressing. Tissue manipulation continues and what seems to be malformed staples are removed with the graspers, tissue is heavily manipulated at the staple line and malformed staples are observed at the 5:52 mark. At the 7:11 mark a device is introduce with a black reload and buttressing, it is placed at the end of the previous staple line, at the 10:25 mark the device is open and removed. At the 00:16 mark of video (c) a device is introduce with a black reload and buttressing, the device is placed at the end of the end of the previous staple line, the device is removed at the 2:17 mark. At the 3:27 mark a device is introduced with a black reload, with buttressing and placed at the end of the previous staple line, tissue manipulation is observed, and the device is removed at the 5:50 mark. At the 6:49 mark a device is introduced with a green reload and buttressing, it is placed at the end of the previous staple line, at the 8:28 mark a staple leg is observed and it is pulled black with a grasper, the device is removed at the 8:32 mark. At the10:13 mark a device with a green reload and buttressing is introduced. The device is removed at the 1:38 mark of video (d), at the 3:22mark a device is introduced a placed on tissue, a green reload and buttressing are observed. The device is removed at the 4:22 mark. Suture is used and a smaller video is on the upper left corner, this video seems to be from the inside of the tissue. Videos (e and f) continue with suture being used, at the 3:11 mark of video f malformed staples are observed. At the 7:50 mark the cut out tissue is removed from the body. Based on the review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Date sent: 6/18/2021. D4: batch # 176a98. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the buttressing material in the jaws and with no apparent damage, and with one gst60t reload loaded in the device. The reload was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information received: a video was received for review. Review is in progress and has not yet been completed. Upon completion of review, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a revision sleeve gastrectomy after the second fire the surgeon noticed malformed staples. A second like device was pulled and used to complete the procedure with no patient consequences.